Event description:
A surgeon reported aseptic post operative inflammation after intraocular lens implantation. Additional information has been requested for this event. There is no product sample available for this event as the intraocular lens still remains implanted in the patient's eye.

Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since (B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(6) market and advising surgeons in japan whose clinics have inventory of restor® iols to stop using these iols. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
A product sample was not returned for evaluation. The product's history record was reviewed and the documentation indicated the product met release criteria. A monarch cartridge was not indicated. The handpiece model was not provided. The manufacturing investigation has not identified a root cause to date. An internal investigation has been opened to address reports of a similar nature. The manufacturer internal reference number is: (B)(4)..

Event description:
Follow up information was received and it was informed that the reported event occurred in the patient's right eye. The patient received treatment and has recovered.

Manufacturer narrative:
The product lot number was provided. A product sample was not returned. Product's history records were reviewed and the documentation indicated the product met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on a review of complaints received, a signal for post-operative inflammation was identified for restor iq and restor toric iols in (B)(6). The manufacturing investigation pointed to the difference in manufacturing processes for the japanese market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the japanese market for the identified multifocal lenses. On (B)(6) 2015 the impacted product was put on voluntary hold in the (B)(6) market and issuance of the market caution letter. On (B)(6) 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(6) market. A corrective and preventive action has been instituted; the investigation is ongoing. The manufacturer internal reference number is: (B)(4).

Event description:
Additional follow up information was provided by the reporter. The "inflammation was extinguished by steroid, it was considered non-infectious."

Manufacturer narrative:
(B)(4).

Event description:
A surgeon reported aseptic post operative inflammation after intraocular lens implantation. Additional information has been requested for this event. There is no product sample available for this event as the intraocular lens still remains implanted in the patient's eye. Follow up information was received and it was informed that the reported event occurred in the patient's right eye. The patient received treatment and has recovered.